Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging impurities in the flow machine had occurred for this device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging impurities in the flow machine had occurred for this device. There was no harm or injury reported. The device has returned to the manufacturer for evaluation, and the complaint was confirmed. The device's exhalation flow sensor was replaced.